Event description:
The pt reported an undosed result of lo on the active test sys. Pt did not modify therapy based on these results. No pt injury was reported and no treatment was rec'd. Pt did not provide the location where the discrepant results were obtained. Qc testing had not been performed on the sys. Technical support requested the return of the suspect prod and replacement prod was shipped.